Manufacturer narrative:
Service was dispatched and adjusted the probe. The customer repeated the tests and the results for the affected donor units were rh negative. There was no transfusion of incompatible blood based on these results. The galileo operator manual states "forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur such as an a sample being interpreted as group ab...for this reason, abo-rh results should always be compared to the patient or donor's history."

Event description:
The customer reported 5 rh negative donor units typed rh positive using the galileo fwd aborh assay. These results were manually checked by the customer and all typed as rh negative.